Event description:
It was reported that the patient presented at the emergency room after passing out. Upon device interrogation, the right ventricular (rv) lead exhibited noise oversensing causing pacing inhibition. The patient is pacemaker dependent and experienced syncopal episodes recently. The physician elected to cap and replace the rv lead on 25 nov 2025. The patient was stable.